Manufacturer narrative:
Insulin pump monitored for several days. Unit received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted. Insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump alarmed for failed battery test. Customer states that they slipped and fell on top of the insulin pump and so getting failed battery test. Customer¿s blood glucose was unknown at time of incident. Customer performed troubleshoot for failed battery but insulin pump alarmed again. Customer also had scratches on insulin pump but states that scratches are not preventing the screen from being read. Insulin pump will be return for analysis.